Event description:
It was reported that a data error alert occurred after the pump was shipped. The customer's blood glucose level at the time was 194 mg/dl, which was within the normal range. Technical support informed the caller that some history logs might have been erased, but therapy was unaffected, and the customer agreed to continue using the pump for insulin therapy. There was no adverse impact on the customer's blood glucose level.